Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead helix would not deploy. Multiple attempts were made but the helix would not fully extend. The lead was attempted but not used and an alternative lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted accurate measurement of the helix is not possible due to the helix being bent and not being able to deploy the helix. The helix was unable to deploy due to the helix being bent. If information is provided in the future, a supplemental report will be issued.